Event description:
It was reported within a month post implant that the patient felt tachycardic and "squeezing" in their chest when moving from a sitting to laying position. There was loss of capture with the right atrial (ra) lead. The ra lead output was set to the maximum and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.